Event description:
It was reported that increasing thresholds, noise, and oversensing were occurring on the patient's right ventricular (rv) lead. The rv lead was capped and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).